Manufacturer narrative:
Study event. There was no device malfunction reported. Stroke is a known potential adverse effect associated with the use of the product as listed in the xact instructions for use. A review of the finished device lot history record did not reveal any non-conformities with this lot number.

Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: one day after the procedure. It was reported that one day post a right internal carotid artery stenting procedure, the patient experienced a controlateral left frontal stroke. Symptoms included behavioral changes, right arm weakness and blurred vision. A CT scan showed a left frontal infract with old ischemic areas in the right frontal lobe. Thrombolytic therapy was administered. Five days postprocedure, the symptoms resolved and the patient was discharged to home with physical therapy. Although requested, there was no additional information provided.